Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unit received with broken reservoir tube lip and reservoir does not stay locked in. Unit received with missing o ring from reservoir tube and end cap sticker and broken battery tube threads. (B)(4)

Event description:
The customer reported via phone call that the insulin pump is chipped and some rubber is missing where the battery and the reservoir meet. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.